Event description:
Defibrillator did not deliver electrical current through the paddles during coronary artery bypass surgery. Another defibrillator had to be obtained causing a delay in the return to an acceptable heart rhythm.